Event description:
Customer reported the system is intermittently not booting completely. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. System operates as intended. This MDR is related to ge healthcare.